Manufacturer narrative:
To date, the device involved in the reported incident will not be returned. An investigation has been initiated based upon the reported info.

Event description:
The reported stated the pt had discomfort and continued purging as a result of pain medication he was taking. Upon MRI the surgeon discovered interbody had backed out of disc space, perhaps due to vomiting, not sure surgeon re-entered surgical site and re-instrumented with zuma c device. Pt is recovering. Did a revision on the pt (B)(6) 2011, and put larger screws; however, the cage ended up subsiding anteriorly again.